Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was intermittently felt when filling the cartridge during the load sequence. Additionally, it was reported that intermittent cartridge change errors occurred and that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.